Event description:
It was reported that the user was unable to turn and lock the pump connector during a supply change, despite the cartridge being properly flushed and not overfilled; a dry turn with a new connector was successful, and the new connector then locked in place, allowing the user to complete the set change. Customer care provided support that included troubleshooting with user guidance. Investigation of this case revealed that replacing the connector resolved the attachment issue. No adverse clinical effects reported. Outcomes included no reported impact on health. It was concluded that the event involved a connector attachment difficulty that was corrected by using a new connector, with no clinical harm reported.